Event description:
Information received, indicates the brake casters will hold, but continue to swivel when in brake.

Manufacturer narrative:
The technician found the casters were worn and replaced the caster stems and horns to repair the stretcher.